Manufacturer narrative:
(B)(4) . Should any additional information be received by the customer then an additional report will be submitted. (B)(4). Result of investigation: the customer sent the user interface module (uim) to carefusion for the evaluation. The (uim) was evaluated by our failure analysis lab(fa). The fa lab performed an investigation on the suspect display board of the uim. The testing found the suspect display board as the root cause of the reported event due to material fatigue.

Event description:
The customer reported the screen is distorted and fuzzy on this avea ventilator on startup. No reported patient involvement with this event.